Event description:
It was reported that this patient presented to the emergency room after receiving inappropriate shocks. Review of the events noted low amplitudes which were oversensed. Interrogation revealed an error message indicating a single unexpected reset had occurred. Normal device operation was confirmed. No adverse patient effects were reported.

Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to environmental radiation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after receiving inappropriate shocks. Review of the events noted low amplitudes which were oversensed. Interrogation revealed an error message indicating a single unexpected reset had occurred. Normal device operation was confirmed. No adverse patient effects were reported.